Manufacturer narrative:
Additional information : the lot was manufactured from march 29, 20129 - march 31, 2019. Four (4) actual samples were received for evaluation. All bags were filled with solution and leaking inside a zip lock bag. All bags were drained and rinsed. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a spike port cap leak at the base of the spike port tubing of all samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported four 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. The leaks were discovered during setup and preparation. There was no patient involvement. No additional information is available.